Event description:
The surgeon implanted a lens but the haptic tore while it was being inserted. The lens was removed with no pt injury or complications. The nurse stated it was unk as to why the haptic tore. An msi-tm injector and aq fp cartridge were used but the nurse was unable to recall the lot numbers.